Event description:
It was reported that customer experienced a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area with alcohol wipe or lint-free cloth, and reloaded same cartridge without resolving issue, then declined further troubleshooting and requested pump replacement; technical support consulted with customer satisfaction representative, recommended pump replacement to ensure satisfaction. Cts advising customer to reenter pump settings and reconnect continuous glucose monitor and to contact healthcare provider regarding backup insulin therapy.